Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm, low battery alert, hardware low level failure alarm and trace pointers invalid alarm on the insulin pump. Customer¿s blood glucose level was 122 mg/dl. Troubleshooting for the alarms were performed. Customer was able to clear the hardware low level failure alarm. Customer received a low battery alert during a bolus attempt and the display screen was dark. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with critical pump error and multiple pump error alarms (variable 2) confirmed in history file due corroded electronic assemblies. Unable to verify pump error, fail battery test or low battery alert due to critical pump error. Unit was received with corroded battery tube, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.